Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher mid-joint was proximal to the introducer sheath friction, and the introducer sheath was fractured. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be experienced during advancement, and damage such as a fractured introducer sheath may occur. Further evaluation revealed offset coil winds along the embolization coil. This damage was likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. Evaluation of the returned handle revealed a functional device. During the functional test, the handle was functionally tested in the handle fixture and passed within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested and visually inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01730, 3005168196-2020-01732 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01730, 3005168196-2020-01732.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps, a lp system detachment handle (handle), and non-penumbra microcatheter. During the procedure, the handle failed to detach the first ruby coil lp, and the handle was not used for the remainder of the procedure. The physician continued with the procedure using another handle and implanted the same ruby coil lp. Subsequently, while attempting to advance the third ruby coil lp into the microcatheter, the physician experienced resistance. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp, the second handle, and the same microcatheter. There was no report of an adverse effect to the patient.